Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure involving the abdomen. The balloon inflated correctly. When surgeon deflated balloon and attempted to remove it, the balloon broke free and remained in the patient. The surgeon had to remove the balloon via the trocar with graspers. There was no patient injury or hazard.